Event description:
It was reported that the insulin pump alarmed battery out limit and failed battery test. The caller stated that a bolus attempt was being made, but the meter blood glucose message could not be cleared. After replacing the battery with the same battery, the caller noted the failed battery test. It was reported that the act and esc buttons were also unresponsive. The blood glucose reading was 13.4 mmol/l. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had corroded keypad traces noted. All buttons function properly. No failed battery test alarms or unexpected battery out limit alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump was monitored. All operating currents tested within specification range.